Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B)(6) 2011, pt requested assistance decreasing his hourly basal rate by 0.1 unit due to ongoing hypoglycemia. The basal rates were successfully decreased from 27.3 to 24.9 units per day. Pt reported his family has had to call 911 several times over the past month due to severe hypoglycemia. The paramedics have administered glucose ivs to raise his blood glucose to his normal range of 60-100 mg/dl, and he was not transported to the hospital. He was unable to provide exact blood glucose readings but said it drops "very low." He does not remember these events and is not sure if he lost consciousness or was just "very out of it." Pt has also experienced hypoglycemia over the past month that he was able to treat independently by drinking orange juice. Troubleshooting did not reveal any product issues. Pt was advised to contact his physician to discuss these events and the basal rate changes. Three additional attempts were made to follow-up with pt, and these were unsuccessful. No product will be returned for evaluation.